Event description:
It was reported that on (B)(6), 2026, the patient experienced elevated blood glucose levels after approximately 12 hours of pod wear on the arm while the omnipod system operated in manual mode. Blood glucose was reported to have increased to 21 mmol/l (378 mg/dl) despite a last bolus of 12 units of insulin. The patient developed symptoms including vomiting, pain, sluggishness, and ketones of 6.2 mmol/l, prompting him to seek medical attention. He presented to the emergency room at bradford royal infirmary and was subsequently hospitalized with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization included intravenous insulin on a sliding scale, fluids, and anti-sickness medication. The patient stated that, on the advice of the hospital¿s diabetes team, pods were replaced four times during hospital admission. The patient was discharged on (B)(6), 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.